Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a small leak noticed on the inlet of the oxygenator. The leak was a slow drip that was caught while setting up the pump, but upon small manipulation the crack opened into a bigger leak. No patient involvement since this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 26, 2018. (B)(4). The returned sample was visually inspected and it was confirmed to have damage at the base of the inlet port. A representative retention sample from the same lot number was inspected and did not have any damage to the pig tail on the venous inlet port of the reservoir. It is likely that the reported damage occurred by a shock force at some point during the handling/manufacturing of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The following information is updated from the previous follow up submitted. A representative retention sample from the same lot number was inspected and did not have any damage to the inlet port of the oxygenator. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.